Manufacturer narrative:
Lot number updated. The probe was returned for analysis. No failure was found. With markers attached and fully seated, the probe return good geometry and divot error readings with normal tracking. Device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip of the reported probe, which is usually used in both sterile field and non-sterile field, is slightly bent visually. Registration is confirmed for the time being. There was no patient present at the time of the event.